Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A shell, screw, mdm metal liner, adm/ mdm poly insert, and 22.2 +0 lfit v40 femoral head were implanted. Update: reason for revision surgery- hip pain. Patient was revision to a total hip arthroplasty and the stem was well-fixed and kept.